Manufacturer narrative:
The device was sent to (B)(4) facility for investigation. According to the service order (B)(4): the problem could not be duplicated. The main side temp was set to 36.2 degrees (as per service rep) and the output temp was monitored via pc for 6.5 days. The maximum recorded temp was 36.7 degrees and the minimum recorded temp was 35.9 degrees. A calibration check, full functional test and safety check as per service manual was performed successfully. The device worked within its specification. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
According to the customer: it was reported that the hcu30 was running on a patient in the ICU (ECMO) using the main side to keep temperature warm at 36.6°c. After three plus hours of use the temperature dropped to 27°c as stated by the cardiohelp system (from 36.6°c to 27°c). The patient went into cardiac arrest and was revived by the medical staff. Additional information: the patient expired. (B)(4).

Manufacturer narrative:
The device was sent to (B)(4) for investigation. The main side temp was set to 36.2 degrees (as per service rep) and the output temp was monitored via pc for 6.5 days. The maximum recorded temp was 36.7 degrees and the minimum recorded temp was 35.9 degrees. The problem could not be duplicated. Thus the failure could not be confirmed. According to the service order (B)(4) : a calibration check, full functional test and safety check as per service manual was performed successfully. The device worked within its specification. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Ref.: #(B)(4).